Manufacturer narrative:
Eval: no product was returned to assist with our investigation. Unfortunately, without the actual device in question, we were not able to determine with certainty the root cause of the difficulty encountered. This device is inspected by our qc dept 100% for cleanliness, damage, and excessive imperfections prior to shipping. The security of the hubs is also verified. We will continue to monitor for similar situations.